Manufacturer narrative:
Update to b2 and d2. Reported event: it was reported that ¿case number: 04784157, rob091 - mps reported arm shaking in haptics, camera drooping. Case type : tka.¿ product evaluation and results: the field service engineer reported: problem reproduced? Yes. Trouble shooting notes: arm shaking in haptics, side panel coming loose, camera drooping. Mps already spoke with fse. Work performed: rob091 / gud098 / cam098 - mps reported arm shaking in haptics & camera drooping. During investigation, ran transmission check and found that j3 & j6 transmission cables torque values were out of spec. Re-torqued both j3 & j6 transmission cables. Performed transmission check again, now all six joints are torqued to spec. While investigating the camera dropping issue, found that the original mansfroto camera handle was not clamping on the rotation ball on the handle thus allowing the camera to droop or drop. Removed the old mansfroto camera handle from the camera stand and installed a new mansfroto camera handle (lot #0003482116). Now the camera on the camera stand does not move nor does the camera drop or droop in any way. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Product history review: a review of device history records shows that rob091 was inspected on (B)(6) 2010 and was handled via npr. A review of the data revealed that the non-conformances is not related to the failure alleged in this complaint. Complaint history review a review of complaints in catsweb and trackwise related to p/n 201591 shows no additional complaints related to the failure in this investigation. Conclusions: (per preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event.) The failure was confirmed. System investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps reported arm shaking in haptics, camera drooping. Case type : tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps reported arm shaking in haptics, camera drooping. Case type : tka.